Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.although the speaker was confirmed to be functioning per specification the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that device had a speaker malfunction error that was not there before. The biomed also confirms the unit does not have any sound now but did when it was in the department.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device has no sound and no error message was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.